Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain indications. It was reported that the patient¿s pump was explanted earlier this year due to infection. A new pump and catheter were placed today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.